Event description:
Reportedly, during an implantation attempt, the vea r52 lead was used and the impedance measured was >3000 ohms. After several attempts, the lead was replaced by a new one. The new lead tested within range.

Manufacturer narrative:
Summary of investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. The screw was found to be bent. This finding could be the result of the various repositioning of the lead during the implantation attempt some x-rays were performed which confirmed the screw bending. The other components (inner coil, outer coil and proximal part of the lead) were free of any damages. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Deeper tests were performed to measure the impedance in dry and wet conditions. These tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issue (impedance >3000) may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the atrium cavity (number of turns performed to screw the lead). Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during an implantation attempt, the vea r52 lead was used and the impedance measured was >3000 ohms. After several attempts, the lead was replaced by a new one. The new lead tested within range.